Event description:
Device malfunction: none. Time of device malfunction: during vessel access. Symptoms/ae: surgical intervention. Reportedly, a physician trained in the use of the starclose se device used a non-abbott micro puncture kit (guide wire and 4fr procedural sheath) to access the common femoral artery. The guide wire was removed and replaced with a .035 guide wire. During the removal of the micro procedural sheath, it was found the sheath had sheared off into two pieces. A cut down procedure was performed to remove the piece of sheath found in the iliac artery. It was noted that the .035 guide wire had been advanced through the center of a previously deployed starclose se clip resulting in the micro procedural sheath shearing off into two pieces. There were no reported adverse pt sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The safety and effectiveness of the starclose vascular closure system have not been established for pts who are morbidly obese. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.